Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to cross the lesion with a taxus express2 3.0 x 12 mm stent, however, could not cross the lesion. After the removal of the taxus stent it was noticed that the distal end of the stent was damaged. The physician then decided to dilate the lesion and successfully deployed a driver stent. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."